Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this right ventricular pacing lead experienced a fall approximately three months ago. The pacing impedance measurements increased from 300-400 ohms to 900 ohms after the patient fell. Pacing threshold measurements also increased from 1v to 2.5v. It was reported the measurements have remained stable for the last month and there was no evidence of noise on the lead. No adverse patient effects were reported.